Manufacturer narrative:
This report is being supplemented to provide additional information based on the third parties final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the third-party investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the deflectable videoscope had a b30 scope communication error code. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus, the device was returned to a third party for evaluation and it was found due to a scratch on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.